Event description:
Customer reported the alarm has no power. The batteries were replaced with a new supply. There is no battery acid or leakage in the battery compartment. There are no visible loose wires reported. There was no patient incident or injury reported.

Manufacturer narrative:
Results: the reported issue for no power was not confirmed. Evaluation revealed that the unit powered up with batteries. However during testing when the mode button was pressed to voice mode the unit stopped working and there were no lights and no sound. Yet the nurse call light came on at the nurse's station and stayed on when the nurse call was plugged in. Removed the batteries and waited about 5 minutes, but the unit did not power up again. Also the unit water moisture indicator is missing. Posey instructions for use warning statement: the sitter select is an electronic device that may fail to work if subjected to severe shock, such as being dropped or immersed in liquid. The unit may stop functioning as designed for use. (B)(4).